Manufacturer narrative:
(B)(4). The customer reported to philips that the ac power module failed and that the ac inlet was pulled out. There was no report of patient involvement. The unit and ac power module were evaluated at philips and the ac power module failure was verified. The ac power module was replaced under warranty which resolved the failure. The unit and the new ac power module were shipped back to the customer site.

Event description:
The customer reported to philips that the ac power module failed and the ac inlet was pulled out. There is no report of patient involvement.